Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested assistance for modifying the basal rates set up in her insulin pump. Customer was instructed to edit the settings. Customer reported she was hospitalized but no further details were provided. Customer could not be reached to request additional information. Nothing further reported.